Event description:
The customer reported to olympus the subject device had an intermittent black screen and there was poor contact with the socket. This was identified in reprocessing. The procedure prior to the reported issue was completed successfully with the same device and the procedural delay was less than 15 minutes. No patient harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The suspect device has been returned to olympus for evaluation. The olympus service center confirmed the reported event. The image was flickering, which was caused by a faulty component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based on facts obtained in the investigation, it was not possible to determine whether the indicated phenomenon occurred due to the failure of the equipment, nor could the repair department confirm that the reported symptoms have occurred. However, the horizontal image noise due to poor socket contact and flickering of images due to board failure was confirmed - however, the relevance of this event is unknown. Olympus will continue to monitor field performance for this device.